Event description:
(B) (4). Initial report: this case was reported by a hosp physician (dermatology) and involves a female pt (also physician). She was treated with poly-l-lactic acid (sculptra). Treatment started in the beginning of (B) (6) 2008, location: area of cheek, perioral. Ten days later the pt developed a severe allergic reaction with complete swelling of face; additionally the pt suffered from small superficial nodules and granuloma. The intensity of the reported events was classified as "severe" and "impairment". A turbid, sterile liquid was reported after aspiration of granuloma. A corrective treatment was initiated including prednisolone 1 x 250 mg IV for four days. Outcome: no improvement. A treatment with immuno-suppressive therapy with azathioprine was under discussion.

Manufacturer narrative:
MFR's preliminary comments: hypersensitivity and allergic reaction as well as granulomas and nodule are considered listed adverse events in the prod info. These events are no considered prod related.